Event description:
Reporter indicated the vns pt's assisted living facility was concerned that the pt's seizures had been increasing in frequency. A rough battery life calculation was performed that estimated approximately 1.62 years until end of service. The physician believes the vns battery is nearing end of service however no eri = yes flag was observed. No medication changes or trauma have been noted. The physician did not know if the increase was above pre-vns implant levels. Surgery to replace the vns generator is likely.